Manufacturer narrative:
(B)(4). Manufacturer narrative, correct last paragraph: the root cause of this complaint was a revision surgery due to patient fall. Agent has clearly mentioned that the "patient fell opening up the wound. Doctor did a wash and poly change" it seems that the event may have possibly occurred due to lack of post-operative care, patient activities or trauma. Due to the short time between the previous and revision surgery, the event may have been possibly occurred due to patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined.

Event description:
Revision surgery - patient fell opening up the wound. The surgeon did a wash and poly change.

Manufacturer narrative:
The reason for this revision surgery was due to a patient fall. The previous surgery and the revision detailed in this investigation occurred over 15 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the event. The device was within its respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to patient fall. Agent has clearly mentioned that the "patient fell opening up the womb. Doctor did a wash and poly change" it seems that the event may have possibly occurred due to lack of post-operative care, patient activities or trauma. Due to the short time between the previous and revision surgery, the event may have been possibly occurred due to patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined.

Event description:
Revision surgery - the patient fell opening up the womb. The surgeon did a wash and poly change.